Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of duplicated messages at the bottom of the display was confirmed during product evaluation. The assignable cause was a faulty main display. The main display was replaced to correct the reported condition. The user interface module software version is 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a duplicate message at the bottom of the main display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.